Event description:
It was reported that during a da vinci prostatectomy surgical procedure that the turn portion of the mega needle driver broke and was unable to grasp. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was derailed at the distal idler pulley. The grip cable was seated and exposed on the outermost pulley. The motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.